Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system keeps becoming unresponsive. The system must be rebooted to resolve the issue. When the system was booted up, on the home page, when entering the spine software it loops back to the same home screen where you select the software. It takes three times to load the spine software. No patient was present at the time of the event.